Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Samples were repeated on the bd max and the results were negative. Confirmatory testing was also performed using a different test method. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0154880, d.4. Medical device expiration date: 6/2/2020, h.4. Device manufacture date: 11/15/2020. D.4. Medical device lot #: 0154887, d.4. Medical device expiration date: 6/2/2020, h.4. Device manufacture date: 11/15/2020. H.6. Investigation: the complaint investigation for false positive results when using the kit bd max sars-cov-2 reagents (ref 44500301) assay kit lot 0154880 was performed by the review of the manufacturing records, review of the customer data and verification of complaints history. Complaint entry indicates two lots of kit bd max sars-cov-2 reagents assay kit (0154880 and 0154887) however data provided and complaint details only refer to lot 0154880. For this reason, only this lot investigation will be covered. Review of the manufacturing records was performed on the kit bd max sars-cov-2 reagents assay kit lot 0154880. Records indicated that the qc lot results were compliant. Pdf documents of runs 9079 and 9080 were received for the investigation. A total of three positive cov-2 positive results were found. The amplification curves of all suspected false positive samples were analyzed. For sample a4 in run 9079, the amplification curves show a glitch at the same CT in each channel, this is often related to presence of bubbles in the corresponding pcr cartridge well. This glitch could have been caused by the instrument or by the 175¿l tips, identified as a potential source of bubbles in cartridge and/or partially filled pcr cartridge wells. The amplification curves of the two other samples (run 9080, b7 and b9) are shaky but they don¿t present evident glitch. Unfortunately, without the csv files, it is not possible to properly evaluate those amplification curves. Moreover, it seems like sample b9 also displayed an amplification curve in the n2 target channel (cy5). It is known, when considering previous customer complaints that a high background noise is present with bd sars-cov-2 assay reagent, caused by the product design, and could potentially contribute to occasional false positive results. Also, a true but low positive sample (at the limit of detection of the assay) or a contamination during the preparation cannot be excluded as possible cause. Overall, the information provided by the customer and the shape of the curves suggests that the samples probably did not correspond to true amplification. Among the possible causes, presence of 175 l tips in the bd max¿ exk tna-3 kit used by the customer as well as high assay background noise could have contributed to the false results. There is a complaint trend for non-reportable results (unr & ind) associated to the 175ul tips and a trend on bd sars-cov-2 reagents for bd max system lots for false positive results. Bd has received several customer complaints for high background noise when using bd sars-cov-2 reagents for bd max¿ system. The root cause for the false positive results was not identified. Bd cannot confirm the complaint based on the investigation that was performed but a corrective and preventive action (CAPA#1177233) was initiated to investigate the 175 l tips contribution. In addition to that a corrective and preventive action, CAPA#1632720, is already initiated to investigate the root cause of the high background fluorescence values and some mitigation actions are already in process. H3 other text : see h.10.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Samples were repeated on the bd max and the results were negative. Confirmatory testing was also performed using a different test method. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua(B)(4).